Event description:
An ipp device was implanted on 3/11/91. The cylinders and pump were revised on 6/2/94. The entire device was removed from the patient and replaced on 4/7/97 due to fluid loss at the reservoir.